Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an alert. Review of the egm revealed noise and possible myopotential oversensing. Programming changes were made. No issues were noted after adjustment.